Event description:
The hcp reported the patient had a catheter removal due to an infection. No specific patient symptoms or outcome were provided. The drug contained in the patient's pump is unknown. Multiple attempts have been made to obtain patient information, but we are unable to secure information at the time of this report.

Manufacturer narrative:
.